Event description:
It was reported that a patient underwent a opthalmic surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle seperated from the suture. The surgeon could not say for sure if the needle fell into the patient's eye. They flushed the eye, but could not see the needle anywhere. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.